Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Equipment was returned to olympus without reprocessing performed/completed at the facility, resulting in foreign material remaining in the nozzle. The detection method is described in the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the organic residue seemed to be debris from the patient body due to incomplete reprocessing of the device prior to return as indicated by customer documentation. Additionally, the device evaluation found the bending section glues were separated and the bending angulations were not to specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope didn't have an air and water flow. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle of the insufflation channel was clogged by organic residue. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.